Event description:
It was reported that the customer was unable to power on the system normally and received messages indicating that the surgeon side console (ssc) was not connected to the vision side cart (vsc). After restarting the system, the issue with universal surgical manipulator (usm) arm 1 persisted, as it would not complete its self-test and could not be disabled. The customer elected to move the scheduled procedure to another xi system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to starting a da vinci-assisted surgical procedure using an xi system, and before surgical port placement. The issue with arm 1 persisted for a week and occurred each time the system was powered on. The procedure was aborted to another dv.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced proximal set-up joint (suj) to resolve the issue. The system was verified and ready to use. Isi has received the suj for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.